Event description:
Complaint received that alleges "when setting the flexion setting to 70 degrees, the right side hinge tends to catch and release at 40 degrees intermittently". Product review confirmed condition on material at djo. No additional information received from pt, and/or clinician regarding additional details of incident. No indication that the device caused or contributed to permanent impairment, injury, or death.